Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Film evaluation noted an open staple. Visual inspection of the returned product noted that the loading unit was fully fired. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade and blade path in the cartridge. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was cycled without hesitation or binding. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade and cartridge may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux y gastric bypass procedure, the first reload was used for gastrojejunostomy. After the stapler was fired, ¿b¿ shape was not formed at the proximal of the stapler line. The second reload was used for jejunojejunostomy and the same problem was seen. B formation did not occur at the proximal of the stapler line. Tisseel material was used to resolve the issue in order to complete the case. There was no patient injury.